Manufacturer narrative:
(B)(4). D10: medical product: articular surface use with plate 5,6 size green/c-h 12 mm height: catalog#00595204012, lot#61317340; stemmed tibial component precoat size 5: catalog#00598004701, lot#62359739; cruciate retaining cr-flex femoral component porous uncemented size f: catalog#65595201605, lot#62056869. G2: foreign: australia. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2023-03812. The product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately ten (10) years and six (6) months post-implantation, the patient presented with pain. Diagnostic images showed loosening around the patella component. Subsequently, the patient underwent revision surgery which also revealed wear of the polyethylene components. The articular surface and patella were exchanged without complication. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided photos confirmed wear consistent with use. The product was not returned for further evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and were not reviewed as the records do not pertain to the reported event timeframe. Root cause was unable to be determined. Reported event of implant wear was confirmed by review of provided photographs however reported event of implant loosening was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.